Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified (usb pin damage).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 5% battery life. The pump was unable to be turned on despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose level was 98-200 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.